Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia attributed to a sensor issue, and troubleshooting with education was provided with no alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included resolution toward target range following follow-up, with the user reporting a blood glucose of 170 mg/dl. Investigation included a customer interview and review of use conditions. Investigation of this case revealed no confirmed device malfunction and an undetermined root cause. It was concluded that the event was related to hyperglycemia with cause unclear and no reportable injury.